Event description:
Additional information was received from a consumer and a healthcare provider. It was reported that it still hadn't been working again over the weekend; they were going through pullups one after another, and it was constant. It was stated that it seemed like they had a uti because they were not feeling well, ears were bothering them because they had a cold and they were nauseated. After reviewing options, the patient changed from program 1 to program 2, and noted that they would follow up with their healthcare provider. Two days later the healthcare provider reported that there was some maturation at the ins site; was not a stim site infection, and there was no infection. The patient later reported that they were still having the same issue and had switched to program 5 at 2.4, and they were just worried that it wasn't going to work for them; they had gone through almost 5 programs already and were not getting relief for more than 24 hours. It was noted that they were doing well during the day, but leaked all night, and were still going through pullups. They also would wet themselves when startled. The healthcare provider told the patient to contact the rep, so a manufacturer representative was contacted on their behalf. No further patient complications are anticipated or expected as a result of this event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of accidents since the day before the call and would like programming direction. The patient noted having switched the program since they received the implant. The patient confirmed the stimulation was on and they were on program 3. Therapy expectations and programming guidance were reviewed, and the patient mentioned having a follow up appointment the following day. The patient was advised to track their symptoms and adjust the setting the following day if they didn¿t notice improvement. The patient was also directed to update their healthcare provider at their appointment. On (B)(6) 2019 the patient reported having urinary frequency and incontinence and now they were just gushing urine. The patient stated it worked in the beginning, but it had slowly been coming on. The patient noted being sick, they had a cold, and it seemed to have gone to their bladder. The caller stated they had gone to their healthcare provider and told them things weren¿t doing that great and they had gotten worse. The patient believed they might have gotten an infection. Syncing with the programmer showed the stimulation was on at 1.7v on program 1. The patient increased to 3.0 where they felt stimulation in the correct area. The patient was advised to give it a couple of days to see if their symptoms improved. On (B)(6) 2019 the patient called back to report they hadn¿t had any accidents since the previous call but the next day it started hurting. The patient decreased to 2.9v on program 1 and noted it hurt once in a while. The patient was advised to decrease it to 2.8v and leave it for a couple of days as long as it was comfortable, and to back it off if it was uncomfortable. The patient was also advised to monitor their symptoms. No further complications were reported.